Event description:
A home patient reported minicaps with no pvp. Home patient noted the sponges were white in color, per home patient no pt injury or medical intervention associated with these incidents.